Event description:
Customer reported via phone call, while troubleshooting for blank display to have had high blood glucose a year prior of over 600 mg/dl. Customer reported that high blood glucose was treated by contacting healthcare professional by phone.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.